Event description:
Information was received from a consumer and a healthcare provider (hcp) via a company representative regarding a patient receiving baclofen, fentanyl, dilaudid, and clonidine via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that prior to his pump replacement procedure for normal eri (elective replacement indicator) his pump managing hcp did a dye study approximately 3-4 weeks ago and determined that his catheter was broken. The cause was undetermined, and it was unable to be determined when the issue occurred. The patient also stated that he was not receiving adequate therapy. The catheter was replaced at the pump replacement for eri. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event. Following the replacement, the concentrations and doses for the new pump were decreased to baclofen (250 mcg/ml at 14.27 mcg/day), fentanyl (875 mcg/ml at 49.95 mcg/day), dilaudid (6.25 mg/ml at 0.3539 mg/day), and clonidine (250 mcg/ml at 14.27 mcg/day).

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot#: j0039645r, implanted: (B)(6) 2000, explanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 12-jul-2002, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.